Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer ripped from pyxis by user. A field service engineer found that the drawer was physically damaged, with broken cube lids and bent rails. The drawer was removed for further inspection. Troubleshooting revealed the need to replace the retractable band, opening sensor, controller pcb, and rails to resolve the issue. After completing the replacements, a functional test was performed, followed by a diagnostic run using the hardware test application (hta), which confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system, drawer 6 completely out of pyxis, tracks broken and bearings lost on the floor. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.